Event description:
It was reported that during an arterial bypass procedure, there was no clip in the applier. Another like device was used to complete the case. No patient consequence reported.

Manufacturer narrative:
Damaged antibackup. Evaluation summary: the analysis results for the mcm20 instrument found that it was returned in good visual condition. The instrument was cycled and would not feed the clips. In addition, the anti-backup was noted to be non-functional. The instrument was disassembled and no anomalies were noted on the internal components. No conclusion could be reached as to what may have caused the found feeding issue. We have documented the circumstances as they were reporte to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed an no anomalies were noted during the manufacturing process.